Event description:
It was reported that the balloon ruptured. The severely stenosed target lesion was located in the severely tortuous vein. A 5.00mm x 2.0cm x 90cm peripheral cutting balloon was selected for use on the reconstruction of hemodialysis fistula. During the procedure, the balloon ruptured upon second inflation at 8 atmospheres. The balloon was simply pulled out and completely removed from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood present in balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The severely stenosed target lesion was located in the severely tortuous vein. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use on the reconstruction of hemodialysis fistula. During the procedure, the balloon ruptured upon second inflation at 8 atmospheres. The balloon was simply pulled out and completely removed from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable post procedure.